Manufacturer narrative:
The insulin pump was received unable to prime during prime test due loose protruded drive support disk. The insulin pump passed displacement, rewind and basic occlusion tests. No a33 alarm noted during our testing. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window and shifted end cap sticker

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 300 mg/dl. The customer was treated with manual shot. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.